Manufacturer narrative:
(B)(4). Device evaluation: visual analysis of the photographs identified two devices, both appears to be intact, deformed, with red particles in the surface of the shell and have red biological tissue (the device encapsulated). The devices are not labeled by side explanted device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Physician reporting capsular contracture baker grade IV. This relates to the left device. Device has been explanted.

Manufacturer narrative:
(B)(4). Device evaluation: visual analysis of the photographs identified two devices, both appears to be intact, deformed, with red particles in the surface of the shell and have red biological tissue (the device encapsulated). The devices are not labeled by side explanted device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Physician reporting capsular contracture baker grade IV. This relates to the left device. Device has been explanted.

Event description:
Physician reporting capsular contracture baker grade IV. This relates to the left device. Device has been explanted.

Manufacturer narrative:
Device evaluation: "visual analysis of the returned device identified: weight to the spec, deformation, and encapsulation. Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process."